Event description:
Vent started to alarm "disconnection on vent side" but was not. Pt was still ventilated and oxygenated. Patient was taken off vent, ambu bagged until a new vent was brought in and replaced. Vent taken out of service, tagged and called into biomed. Biomed investigation: performed a functional check on the g5 for a few hours on a test lung. The ventilator was first run with the original breathing circuit used on the patient. Vent was then run with a test circuit and could not duplicate the issue either times. Most likely possible cause could be a faulty expiratory valve or an issue with the flow sensor which are both part of the disposable breathing circuit. Issue could also be with the expiratory valve not correctly installed. Contacted technical support and they did not request the events file but they were downloaded for our records.